Manufacturer narrative:
The reported event of lead damage was confirmed. As received, a complete lead with stuck stylet was returned in three pieces. The ptfe coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin and crimp sleeve were found pulled through the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead during the procedure. The connector cap was in place. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled through the connector assembly.

Event description:
During an implant procedure, when removing the guidewire after the left ventricular (lv) lead was positioned, the lead became damaged. A new lv lead was used to resolve the event. The patient was stable.